Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had minor scratches on the lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. No unexpected button error alarms noted. The down arrow button was unresponsive due to the corroded keypad traces and further testing could not be performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.